Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a beep audio anomaly. The blood glucose reading was 428 mg/dl, which was treated with the insulin pump. The customer stated that her blood glucose reading was high because she did not eat. She stated that the insulin pump's battery indicator went from 4 bars to zero, and the insulin pump did not beep. She noted that the battery was full the night prior and she received a low battery alert, but there was no beep. Upon troubleshooting, the customer was advised that the battery cap be replaced. The insulin pump passed the self test and vibrated as expected. She was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.